Event description:
It was reported that approximately five months post rx acculink stent implantation in the right internal carotid artery the patient experienced amaurosis fugax that resolved within a few seconds. Carotid doppler revealed high velocities consistent with in-stent restenosis. On (B)(6) 2011 the patient underwent balloon angioplasty to treat 90% in-stent restenosis with good result. There was no adverse patient sequela and the patient was discharged to home on (B)(6) 2011. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date, reported as symptoms starting in (B)(6) 2011. In this case, there was no reported product deficiency. Restenosis and neurological deficit are listed in the product instruction for use (IFU) as a known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.